Event description:
The customer reported that the grid was damaged, causing image artifacts.

Manufacturer narrative:
(B)(4). The ge service rep found dent and scratches on the grid above the image intensifier causing image artifact, when flat field is taken. The ge rep replaced the grid. The system operates as intended.